Event description:
It was reported that the deep brain stimulation (dbs) patient experienced migration of the lead extension creating a bump and discomfort at the pocket site of the implantable pulse generator (ipg). The patient underwent a revision procedure where the lead extension was repositioned behind the (ipg). The patient was doing well post operatively.